Event description:
It was reported the needle immediately broke off the hub. Verbatim: I was using a blunt fill needle to draw up a medication, when I stuck the needle into the rubber stopper of the vial, the needle immediately broke off the hub. I removed it and proceeded to use a different needle to draw up medication. Was there injury? No.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported that the needle detached from the hub. One sample with an opened blister package was received for evaluation by the quality team. Visual inspection confirmed the needle was separated from the hub and has approximately 50 percent of the necessary epoxy. No other defects or imperfections were observed. This condition could occur during assembly in the event of a cannulator misfeed. A device history record review was completed for material number 305180, lot 5177539. The review did not identify any quality issues during production that could have contributed to the reported condition, and no related quality notifications were issued. All processes and final inspections met specification requirements. Cannulator verification confirmed that the settings were correct and product flow was acceptable. To date, no other similar events have been reported for this lot. Based on the investigation, including returned sample analysis, the customer reported symptom is confirmed.